Event description:
This fiber was returned to the manufacturer without any report of performance issues, adverse patient effects or customer information. Analysis of the returned fiber identified a break between the control knob and distal tip.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the observed break between the control knob and distal tip was most likely due to excessive manipulation during use. The interaction between the user and device caused or contributed to the observed fiber break. According to the instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Although analysis identified the glass cap exhibited moderate devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified a fiber body break between the control knob and distal tip. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited severe charred debris adhesion on its surface which is an indicative of prolonged tissue contact during procedure. The fiber was functionally tested with the hene (helium - neon) laser fixture. The aiming beam appeared at the break location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber as intended. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: analysis of the returned fiber identified a fiber body break between the control knob and distal tip. The identified fiber body break was probable due to rough technique or excessive manipulation of the fiber during use. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber break.